Event description:
The device was applied to the cystic duct and artery. Reportedly, the clips did not form properly. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury.